Event description:
Patient reported ¿an intra-prosthetic detachment without effusion¿ on the right side discovered by MRI and also mentioned "recall". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported ¿an intra-prosthetic detachment without effusion¿ also mentioned "recall". Healthcare professional reported later ¿subcapsular rupture". Device has been explanted.